Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history was performed using the part numbers of the devices involved, where available, in search of complaints involving metallosis throughout the lifetime of the product. Similar complaints have been identified for the cup and this will continue to be monitored. No part/lot numbers were provided; hence a documentation review and IFU/device labelling review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Although the reported pain, cloudy fluid and darkly stained tissue noted intraoperatively may be consistent with findings associated with metallosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and sleeve were removed. The stem and stem spout slot remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The patient history of falls and motor vehicle accident cannot be ruled out as a contributing factor to her pain and clinical status. Although the reported pain, metal ions, cloudy fluid and darkly stained tissue noted intraoperatively may be consistent with findings associated with metallosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to pain, discomfort and metallosis. Cup implanted during original 2007 resurfacing. Other components during 2008 conversion to modular tha.